Event description:
Radiometer reference number: (B)(4). According to the complaint, the customer reported that when the patient order is scanned and aspirated the sample with the blood gas analyzer abl90 flex plus analyzer (serial number (B)(6)), the program shows an unexpected error with a blue screen that causes rebooting of the analyzer. The service dump logs three crashes: (B)(6) 2026 13:59:47, (B)(6) 2026, 23:10:58 and (B)(6) 2026, 23:52:02. The crashes from the 26th are both lost samples. The crash from the 25th is not. Most certainly operator was editing an existing sample.